Event description:
Event description guidant received information that this fineline exhibited an increase in the threshold readings and a decrease in the impedance readings. The patient was also having chest pains. An echo was done and it was discovered the lead had perforated and the patient has effusion. The patient is scheduled for corrective surgery next week.